Manufacturer narrative:
Findings: unit function properly during functional check including rewind and basic occlusion, occlusion, prime, the excessive no delivery, displacement test. No prime/fill or rewind anomaly noted during testing. Pump passed self-test, unexpected restart test and all operating current test were normal. No unexpected low battery or off no power alarm noted. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 214 mg/dl. Customer stated he is changing site and the pump won't rewind. Customer stated he is going to change out his infusion set. Customer we are sending replacement pump.